Event description:
Clinical data collection site reported duramatrix suturable was used on a patient. The circumstances under which the product was used was not specified. Superficial wound debridement was performed. The patient developed a hematoma and infection at the incision site. Patient was also undergoing radiation therapy and had glioblastoma. Patient expired. Exact date of patient death was not provided.

Manufacturer narrative:
Additional quality control testing of samples is pending.

Manufacturer narrative:
Additional quality control testing showed the product met acceptable sterility and ph criteria.